Manufacturer narrative:
Eval: results: complaint was confirmed for "invalid impedance." As received, both lead segments of the penta lead revealed all wires broken at electrodes from the paddle. The broken wires were consistent with an overstress condition the lead was subjected during implant. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) is without stimulation and unable to initiate therapy via the set program. A diagnostic test revealed invalid impedance measurements for all lead contacts. An x-ray was taken for further eval; however, no anomalies were noted. Surgical intervention was undertaken to replace the pt's lead. No further complications have been reported.